Event description:
It was reported that following implant, it was noted while checking the patient the following day that the right atrial (ra) lead was dislodged. The patient was scheduled for an ra lead revision. The patient was stable.